Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and no data found for serial number (B)(6) .  The allegation was confirmed. The probable cause was a defective transmitter. The reported event of signal loss over an hour is reportable based on defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).